Event description:
The clinician reports that the day the implant was placed in ada 14, failure occurred upon insertion. Details of surgery: primary stability not achieved and immediate extraction site. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event, the patient experienced mobility. No further patient complications were reported.